Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer has had low blood glucose of 26 mg/dl to 30 mg/dl which was treated with glucagon. Customer has not sought medical attention. Customer will be trained on continuous glucose monitoring system in hopes to control low blood glucose. No further information provided.